Event description:
Home pt (hp) reports two small slits in pt line tubing of homechoice set during treatment, resulting in a leak leading to a se 2240 alarm. Hp ended treatment and did manual exchanges. Hp was treated with prophylactic antibiotics: ancef 1 gm x 1 and tobramycin 40 mgs x 3, with no resulting injury per rn.